Event description:
Patient was taken to or. Operating room for excision of right ankle scar and skin graft from left readial forearm free-flap to right ankle. During the skin great procedure the physician question an allegedly defective dermatome blade when noted a large tear down the middle of the graft. The graft tore during skin retrieval without difficulty. The blade was inspected and found to be fine. The skin graft was used without any problems.